Event description:
Related manufacturer reference number: 3006705815-2019-02261. Based on information obtained, the patient's scs system was explanted and replaced on (B)(6) 2019. Post-operatively, effective therapy was established. Impedances resolved.

Manufacturer narrative:
Investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02261. It was reported the patient¿s scs system was not providing adequate relief and at a later time, stimulation was lost. A field representative met with patient and discovered low impedances throughout both leads. X- rays were taken which showed the leads have migrated. As a result, surgical intervention may occur.